Event description:
According to the customer, the product does not absorb well, makes skin wet and inner stuff coming out.

Manufacturer narrative:
According to the customer, the product does not absorb well, makes skin wet and inner stuff coming out. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.